Manufacturer narrative:
H10: the one device belonging to the sole malfunction was returned to bd for evaluation. As the lot number was provided a lot history review will be performed. The investigation did not identify a retraction problem. A root cause could not be determined. The device is labeled for single use. H10: g4. H11: h6 (results, conclusion). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model cq7588 pta balloon dilatation catheter allegedly experienced a retraction problem. This information was received from a single source. The malfunction involved a patient with no reported consequence. The patient was reported as a 65-year-old female weighing 52 kgs.

Manufacturer narrative:
The one device belonging to the sole malfunction is expected to be returned to bd for evaluation. The company is still investigating the issue at this time. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model cq7588 pta balloon dilatation catheter allegedly experienced a retraction problem. This information was received from a single source. The malfunction involved a patient with no reported consequence. The patient was reported as a (B)(6) year old female weighing 52 kgs.